Event description:
Additional information was received from the rep, who confirmed the following information with the healthcare provider (hcp). They confirmed that the surgery the patient had shortly after resolving the overdischarge, was a surgery unrelated to the device or therapy. Difficulty recharging the ins was not resolved because the ins had reached end of service (eos). It was noted the ins was implanted (B)(6) 2010. The patient was in contact with their provider to discuss replacement options. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. Overdischarge was confirmed. The rep met with the patient and was able to resolve the inability to charge the ins. It was reported that shortly after the overdischarge was resolved, the patient had another surgery, which made charging difficult for the patient. Follow up will be sent to the rep for additional information regarding the additional surgery and recharging difficulties. Furthermore, the patient informed the rep that they would be talking to their doctor about a possible replacement because the ins appears to be over 9 years old. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) battery could not be charged. The patient stated that they could not get the device turned on. No patient symptoms were reported and there were no complications. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
Review of this MDR and/or additional info received show that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or si or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803" previously reported eval code method, eval code results and eval code conclusion no longer apply to this file. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on 2019-01-07 noted that the issue was ongoing and was due to the patient neglecting to charge the ins for over 2 months. Physician listings were sent to the patient to address the issue.